Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device passed the unexpected restart error test, alarms noted. No damage was found on interface board. The device had cracked battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was unknown. The alarm history could not be checked due to the error alarm. The insulin pump experienced an unexpected restart. Advised replacement of the insulin pump. Nothing further reported.